Manufacturer narrative:
PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an endovascular aneurysm repair (evar) procedure via the patient's leg, the flexor raabe guiding sheath became "elongated". After attempting to insert the complaint device into a 12fr sheath, it became "stuck". The complaint device was removed with "quite a bit of force". The physician found the complaint device was "prolonged". The complaint device did not separate. Reportedly, the patient's vasculature was neither calcified nor tortuous. There was no angulation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding this event is unavailable at this time.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath was elongated. The dilator was inserted into the sheath proximally and distally without difficulty; however, when inserted proximally, the dilator shaft did not exit the distal end of the elongated sheath. A slight coil stretching was visible at approximately 35 cm from the hub, and continued to a distance of 46 cm. Slight texture was observed on the sheath surface in this area. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.